Manufacturer narrative:
Date of event: event date was not provided, first date of the month of the aware date was selected.

Event description:
It was reported that device entrapment occurred. The 3.00mm x 8mm nc emerge balloon catheter was selected for use along with an non-bsc guidewire. During the procedure the nc emerge balloon became stuck to the non-bsc guidewire. Both devices were removed as one unit. The device was replaced and the procedure was completed without patient complication.